Event description:
It was reported that a motor stall occurred. Diagnostic methods on (B)(6) 2014 consisted of device interrogation revealing the motor stall occurring on (B)(6) 2013. There were no patient signs or symptoms reported. In terms of interventions, no action was reported taken. The outcome was listed as resolved without sequelae as of (B)(6) 2014. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was no trigger identified for the cause of the motor stall. The motor stall reportedly occurred at 19:35 on 2013-(B)(6), and recovered at 20:16 on 2013-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).